Event description:
During an in-clinic follow-up, dislodgement was observed on the right ventricular (rv) lead. This was confirmed with diagnostic imaging. No intervention was performed. The patient was stable and will continue to be monitored.